Event description:
It was reported that the pump was warm to the touch and the usb cable melted despite being in room-temperature conditions. Reportedly, the pump was charging during the event. Customer's blood glucose (bg) was "high", however, a specific value was not provided. The customer administered a correction bolus via pump to address the bg level. Reportedly the customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.